Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging an issue with the ok button on their verio pro meter. The patient mentioned that the ok button was not responding and was unable to set up his meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. This is not the first time the product was being used. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The meter was returned on (B)(6) 2011 and was tested and it was noted that product analysis was able to turn meter on from inserting strip but not from pressing the ok button. Meter found to have keyboard cable peeled off from main pcb. There was a contact issue with the product.